Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 25 mg/dl at the time of the incident. The customer had declined troubleshooting for low blood glucose. The customer was treated with candy. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
On (B)(6) 2021 customer returned pump for an alleged prime/fill anomaly, charge/battery lasts less than expected. Device received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test, also, received with normal operating current. The stop (idle) current and run current measurement tests are within specification, self-test, off no power test. Pump history download using thds was successful. However, there is no data history record on (B)(6) 2021. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap/reservoir does lock into place. Unit had cracked reservoir tube lip, stained end cap sticker, stained address/serial number label. Unable to confirm prime/fill anomaly due to motor error alarm. Motor error alarm during basic occlusion test due to faulty fsr (gold) confirmed. Low battery alarm, /battery lasts less than expected not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.